Event description:
A supplemental report is being submitted due to completion of the investigation on 23 aug 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article, "peroral endoscopic myotomy (poem), performed with a new accessory for blunt dissection of the submucosal tunnel." This file was opened to capture one case of off-label using involving an echo-19 device. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0101), which accompanies this device instructs the user that "this device is used to sample submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope" and in the precautions section ¿do not use this device for any purpose other than stated intended use.¿ as per the instructions for use (ifu0101), which informs the user about the potential complications states "potential adverse events associated with gastrointestinal endoscopy; acute pancreatitis, allergic reaction to medication, allergic reaction to nickel, aspiration, hypotension, cardiac arrhythmia or arrest, damage to blood vessels, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, peritonitis, respiratory depression or arrest, tumor seeding (through the needle tract). There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-19 device was used in the attached study for the management of bleeding gastric varices where the device had a tornado coil and cyanoacrylate glue loaded onto the echo-19 device which was confirmed as off-label use by our medical adviser. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, herman, 2017- off label use. Confirmed quantity of 01 device, confirmed used. According to the information reported, the patient had no subsequent gastrointestinal bleeding and was discharged home on medication. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-19 device was used in the attached study for the management of bleeding gastric varices where the device had a tornado coil and cyanoacrylate glue loaded onto the device which was confirmed as off-label use by our medical adviser.

Event description:
Herman, 2017 ¿ eus-guided coil embolization and glue injection in the management of bleeding gastric. A tornado coil and cyanoacrylate glue were loaded into a cook 19 gauge echotip needle. The large varices were injected with the tornado coil and 3 cc of cyanoacrylate glue leading to imbolization and cessation of blood flow as demonstrated through doppler investigation. This complaint was opened for off label use of an echo-19 - a tornado coil and cyanoacrylate glue were loaded into a cook 19 gauge echotip needle. No adverse effects to the patient reported in this study.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.